Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap) lead extraction. The authors described two patients who experienced infections. The first patient was admitted to the hospital with persistent fever and fatigue which had lasted for approximately ten days. Prior to this admission, the patient had a postoperative infection from an unrelated procedure in which blood cultures grew klebsiella spp., and they received intravenous (IV) antibiotics. A transesophageal echocardiogram (tee) revealed vegetation on the patient's pacing lead. The patient had persistent bacteremia with systemic signs of infection and the suspicion of device-related endocarditis. The lead was extracted. The next patient presented with localized pocket infection with erythema and cutaneous erosion and partial extrusion of their device. The lead was extracted. The status of the leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male, unknown age. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: an enhanced method for left bundle branch area pacing lead extraction using continuous femoral pigtail countertraction. Diagnostics. 2025. 15, 2198. Doi: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.